Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in capture and loss of pacing on the left ventricular (lv) lead. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced and the patient was stable.